Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient's ECG had a flat line. The only message shown on the monitor and the central monitor was "asy". All other acoustic and visual alarms were not generated. Additional information received is that the pt died, but the death was expected. (B)(4).